Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, no samples were retrieved. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.